Manufacturer narrative:
H6: investigation summary: customer returned an image of a single syringe. No form of identification is immediately present or visible. The syringe has had its needle shield and hub separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or the needle hub. No signs of use and no other defects. A review of the device history record was completed for batch# 0132196. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200896025] noted that did not pertain to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bagnla separated from the hub during use. The following was reported by the initial reporter: "I have another bad syringe. From the attached photo: the needle comes out together with the cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bagnla separated from the hub during use. The following was reported by the initial reporter: "I have another bad syringe. From the attached photo: the needle comes out together with the cap."